Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. Evaluation summary: (B)(4). The analysis was performed by asahi intecc. Co. Ltd: based on the outcomes of the investigation, it is inferred that the tip of the guide wire was trapped by cto when it was advance into the lesion, where rotational manipulation to clockwise direction was continuously applied, resulting the accumulation of force to the guide wire and breakage of core wire when the accumulated force exceeded the product design limit. Along with guide wire removal manipulation thereafter, the coil was elongated but the guide wire was removed out without separation. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. Warning section of instructions for use describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. Additionally, separation or breakage of guide wire as one of possible complications and adverse events.

Event description:
It was reported that the procedure was to treat a chronic total occlusion (cto) of the heavily calcified mid right coronary artery. The gaia guide wire was advanced to the cto using a non-abbott catheter. The guide wire was moving freely without issue; however, could not cross through the cto. During attempted advancement, the guide wire appeared to catch on calcium and the tip became stretched; therefore, the guide wire and the non-abbott catheter were removed together. There was no resistance reported between the guide wire and the non-abbott catheter. A new non-abbott catheter and a new gaia guide wire was attempted to be used; however, were unsuccessful at crossing the cto; therefore, the case was stopped. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided. Return device analysis revealed that the core wire and inner core were broken off and the coil was elongated.

Manufacturer narrative:
(B)(4). (B)(4) distributes the device and is responsible for MDR reporting.